Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and blood glucose levels over 600 mg/dl. Troubleshooting was performed and the insulin pump passed the prime test and the displacement test. The programming was correct also.